Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 2012. They were unable to interrogate this device. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).